Event description:
It was reported that the surgeon was tapping the implant into position and it fractured. While attempting to position a second implant it also fractured. The surgery was successfully completed with a third implant.

Manufacturer narrative:
Investigation in process.